Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing thresholds and high out of range pace impedance measurement greater than 2,000 ohms. Two new lv leads of different models were attempted implants due to difficult patient anatomy. Subsequently, a non-boston scientific lead was successfully implanted. No additional adverse patient effects were reported.